Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via a manufacturer representative regarding a device used for adolescent idiopathic scoliosis and the event happened intra-op. It was reported that set screw stripped during break off. There was no patient involvement reported. There were no further complications reported regarding the event. The procedure was carried out successfully with just 3 minute surgical delay and no complications.

Manufacturer narrative:
H3: product analysis of product no:559200010, lot no: h6006696 visual and optical examination revealed the female hex edges have been rounded/deformed. The damage to the hex appears to be from overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.